Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that : after registration was completed, during planning for an additional trajectory while the robot was in a home position, the robot shut down.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that a communication error occurred due to an excessive loop time detected in the force sensor thread. The error occurred in planning, but the arm was previously used in guidance and the arm was still activated. The response loop time is checked continuously to ensure the continuity of the arm performance. The late response of the force sensor thread might be due to a slowdown of the pc performance. However, the technical root cause of the event cannot be determined.

Event description:
It was reported that after the registration was completed, during planning for an additional trajectory while the robot was in a home position, the robot proceeded to a shut down.